Event description:
It was reported that the patient and the nurse heard the device tone several times. Analysis of the device data was able to determine that the patient was exposed to a magnet which had caused multiple magnet device detections. The device remains in use and no further incidents of tones have been reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2002 (B)(6); 6947 implantable defib lead 2002 (B)(6). (B)(4).